Manufacturer narrative:
This report is filed on october 06, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently, the patient was treated with oral antibiotics and administered a steroid injection (date not reported).